Event description:
A customer reported a "replace sensor" message upon scanning the adc sensor on the second day of wear. The customer experienced headache and was provided orange juice for treatment by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-apr-2021. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.